Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial # (B)(4), found a gear train anomaly (corrosion and-or lubrication and-or wear). The gear train anomaly/motor stall was due to gear wheel 3.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (30mg/ml, 4.991mg/day), clonidine (800mc/ml, 133.10mcg/day), and bupivacaine (15mg/ml, 2.496mg/day) in an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient contacted the hcp on (B)(6) 2016 and indicated the pump was malfunctioning. It appeared the patient went into withdrawal. The hcp instructed the patient to take oxycodone as needed and to come into the office for evaluation. The patient was seen at the clinic on (B)(6) 2016 for continued treatment of low back and bilateral leg pain and a pump refill. The patient presented hypertensive and tachycardic (likely due to the patient going in withdrawal). The patient heard an alarm and experienced a significant increase in pain. A motor stall and stopped pump may exceed tube set message were seen up initial interrogation on (B)(6) 2016. The patient started taking effexor, which had help with the pain issues. The pump had not been interrogated for the event longs. It was stated the pump had already been explanted. A returned pump log print report indicated the motor stall occurred on (B)(6) 2016 at 1602 hours and the tube set message occurred on (B)(6) 2016 at 1602 hours. The cause of the motor stall was unknown. The plan was to replace the pump. The patient was given oxycodone (30mg) and clonidine tablets, but this was not adequate. The patient was instructed to go to the emergency room (ER) to start the patient on intravenous hydration and pain medication. Within hours of being seen in the ER, the patient began having severe withdrawal; described as nausea, sudden severe pain all over his body, restlessness, anorexia, and insomnia. The patient appeared uncomfortable. The pump was going to be replaced (B)(6) 2016. Following replacement, the new pump was refilled with hydromorphone, clonidine, and bupivacaine; programmed to deliver hydromorphone at 5mg/day (0.5mg boluses with a maximum of 5 activations per day). The patient tolerated the procedure fairly well and was brought to the recovery room in satisfactory condition. The patient instructed to let the hcp know how they were doing in a few days time. It was further stated the placement of the intrathecal pump was extremely beneficial. The patient was very functional. The patient worked hard and experienced increased pain toward the end of the day (lower back radiating into the legs). The issue began 2 weeks after the start of driving big trucks to deliver tires. The issue was reported to the patient's company, but he had to continue to drive trucks. A similar issued occurred in (B)(6) 2011. Since that time, the patient experienced a significant increase in back pain that radiated to both legs, limitation f use of joint, muscle pain, back pain, and neck pain. The patient's pain at rest was 1 out of 10 and pain during movement was 10 out of 10. The musculoskeletal review indicated tenderness off the midline only on the right in the paraspinous muscles (mild at t9 and l4). The patient also reported some shoulder and hand pain during the clinic visit. It was also stated the patient was in the process of lifting a heavy box from his car earlier in the week and experienced a significant increase in lower back pain (mainly on the left side). The patient had not been able to walk or shower. The patient had seen an orthopedic surgeon and an MRI was suggested. An x-ray was performed of the lumbar spine and was negative. The increased pain was currently associated with standing and lying down was more comfortable. The patient had been to physical therapy and had a slight breakdown. The patient was evaluated by a psychologist and was receiving klonopin (0.5mg), which seemed to help. The patient was sleeping a lot better and his appetite improved. The personal therapy manager (ptm) was used as needed. On (B)(6) 2015, the patient was seen for a refill. The patient had been on crutches since (B)(6) 2014 (accident). The patient had lifted some heavy objects and had since experienced increased pain. On (B)(6) 2015, the patient presented for an office visit for increased back pain. The patient had an achilles tendon tear and had been on crutches since. The patient experienced difficulties with balance due to the issue. The patient had been evaluated by a spinal surgeon. The patient had an MRI 4 months prior (CT of spine performed on (B)(6) 2015). The results were not reported. The patient had been walking hunched over due to the pain. On (B)(6) 2016, the patient was seen for a regular refill. The patient was not sure if the pump had been extremely beneficial. The patient had been able to reduce his oral pain medication significantly and wanted to see if he could reduce the intrathecal medication as well. The pump sent back to the manufacturer for analysis. It was noted the estimated elective replacement indicator (eri) was 17 months. History: complex regional pain syndrome I of right lower limb, other intervertebral disc degeneration, lumbar region, radiculopathy lumbar region, postlaminectomy syndrome, chronic pain secondary to a severe motor vehicle accident years ago, 4 back surgeries including fusion (anterior and posterior approach; multiple procedures performed without much benefit; 6cm lumbar surgical scar midline oriented vertically centered at the thoraco-lumbar junction; 1cm thoracic scar midline oriented vertically centered at the thoraco-lumbar junction), spinal nerve damage from l3 to l5, placement of cages, achilles tendon tear accident (B)(6) 2014, hypertension, anxiety, feeling sad more than usual (depressed), trouble sleeping, increased appetite, mild limp while walking, diminished light touch perception in the l3 dermatomal distribution. Allergies: no known drug allergies. Concomitant drugs: accuretic (20-12.5mg table, by mouth daily), celebrex (200mg capsule by mouth twice daily), clonidine hcl (0.1mg tablet, 2 by mouth daily), dilaudid (4mg tablet 1 or 2 tablets by mouth daily), klonopin (0.5mg tablet by mouth daily), lunesta (1mg tablet by mouth daily), metformin (1000mg tablet by mouth daily), oxycodone (30mg tablet by mouth daily), pristiq (50mg tablet extended release by mouth daily), venlafaxine (180mg tablet by mouth daily).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.